Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04)- drill. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a validation lab, the drill bit broke. There was no patient involvement. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Updated: d4; d5; g3; h2; h3; h4; h6. Visual examination of the provided picture identified the drill bit has fractured at the tip. There are nicks and scratch marks along the drill bit shaft and near the fractured end. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the provided image, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.